Event description:
Physician was in surgery and discovered that one of the waypoint anchor screw sites was infected and purulent. It was the anterior-right anchor. The burr hole had not yet been drilled, so only the fiducial site skin incisions had been made. Physician was going to remove the anchor and postpone the dbs implantation to another date. Physician planned to re-implant new fiducials and redesign the platform for the rescheduled case. There was no indication of larger harm to the patient, and physician intends to reschedule to implant the same way soon. There was no indication of any failure or defect of the anchor screw.